Event description:
Customer explained to repair facility that they were trying to lift a patient and the actuator failed causing the patient to fall. When patient fell, their leg was fractured. Nursing home has since removed the unit to storage and inquired on repair facility. After researching serial number, this is a direct supply company that ordered for a nursing home.